Manufacturer narrative:
The referenced gastrointestinal bleeding was reported under medwatch MFR report #2916596-2016-00638. Approximate age of device - 1 year, 8 months. The device remains in use supporting the patient. A correlation between the device and the reported cerebrovascular accident could not be conclusively determined. The instructions for use lists stroke and neurologic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the upon waking up, the patient experienced a sudden onset of blurry vision. The patient presented to the emergency room and was found to have experienced a cerebrovascular accident involving the left and right parietal and left occipital lobes. The patient was admitted to the hospital for observation. The patient's inr was 1.3 with a goal of 1.3 - 1.8 due to having experienced recent severe gastrointestinal bleeding. No changes to the patient's anticoagulation regiment were made, and no other treatment was administered. There were no atypical pump parameters observed and the device was reported to be functioning as intended. The patient was discharged home and although the blurred vision continues, the patient was reportedly doing well. No additional information was provided.